Event description:
The customer reported a motor error alarm. Prior to the event, the patient heard a beeping sound. The customer was assisted with clearing the alarm. During troubleshooting, the patient was unable to rewind the insulin pump. The current blood glucose reading is 122 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.